Event description:
It was reported that the ilet pump screen froze, and after a guided restart on the charging pad the display showed lines and then no display, rendering the device inoperable; the patient-provided photo corroborated a nonfunctional screen, and a replacement was arranged while the patient continued cgm use. Symptoms included no clinical symptoms. Outcomes included no impact on health, no hospitalization, and no adverse events. Investigation included review of user report and photo assessment. Investigation of this device revealed a display failure consistent with a screen or display module malfunction leading to loss of visual output, with the remainder of pump functions not assessed due to the inoperable screen. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display, with root cause undetermined.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.